Event description:
Patient's IV pump was alarming there was a channel error. Pump was shut off to try to restart it and IV tubing was removed from the cassette. The IV tubing at the top of the cartridge had a bulge about the size of a marble at the top.